Event description:
It was reported, during an implant procedure, the helix would not extend. Consequently, this lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. The inner tubing was kinked/buckled at 27 centimeters and cut at 26 centimeters. There was also a cut through the outer insulation at 26 centimeters. Some damage at implant was noted. Primary analysis findings revealed no anomalies.